Event description:
It was reported that, "revision due to patella tracking issues. Once we were intra op, it was discovered that the tibia tray was loose and a full revision was necessary."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient and was not returned to the manufacturer. Additional information including x-rays and medical records was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-00756.